Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error and turned off. The customer blood glucose level was unknown. Customer also stated that there was post-reset ram crc alarm in the history. The troubleshooting was performed. The customer inserted a new battery, turned the pump on, set time and date and changed the infusion set. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than minutes and no unexpected pump error 23 alarm noted.